Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause of the reported event was the capacity of the internal buffer was low.the problem was resolved by deleting the images in the internal buffer. The instructions for use (IFU) states: ¿confirm that enough space is available on the portable memory or internal buffer of the video system center to store endoscopic images".

Manufacturer narrative:
An olympus engineer helped the customer with the reported issue. The engineer walked the customer through starting a test patient and entering the information in the computer. The images were saved then deleted on the internal buffer. The images were released without the system freezing or any notifications. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that they were receiving an n207 message that the images were not transferring and image freezing on a video system center. The notification was received quickly after deleting the images. The device froze in the middle of a procedure. There was no patient harm or injuries due to the reported issue. No additional information has been obtained.